Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 6935m62, lead, (B)(6) 2015. Product ID: dtba1d4 bi-v, ICD, (B)(6) 2015. (B)(4).

Event description:
It was reported the left ventricular (lv) lead dislodged post implant. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.